Event description:
Info rec¿d indicates the brake is not holding. The casters lock in brake, but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced the two foot end casters, the brake pedal, caster supports and the main bearing to repair the bed.